Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. Start up testing was performed and indicated the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced at bench repair. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.